Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastrectomy procedure, after firing the reload with a powered stapler, there was difficulty retracting the knife blade. This issue occurred on two reloads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot number: n3f0081y) sigphandle, sig power sigphandle handle, (serial number: unknown) unk-sigadapt, unknown signia egia adapter, (serial number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, after firing the reload with a powered stapler, there was difficulty retracting the knife blade. This issue occurred on two reloads. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the cut line. The distal suture on the anvil and cartridge side were still anchored. The reinforcement material was partially torn from both the anvil and cartridge side. The clamping mechanism was deformed. Functional testing noted that the reload was loaded into a representative powered handle. The reload was recognized by the handle as fired, and would not clamp fully due to the deformed clamping mechanism. The reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, test media was cleanly transected and the distal sutures were released. The reload interlock was tested and found to function properly. It was reported that the knife blade was difficult to retract. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was partially fired and the clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. Clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Partial fire condition with interlock engagement may occur if a system limit is reached during firing. Following retraction, the safety interlock feature will engage and prevent the reload from firing a second time. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.